Event description:
It was reported by repair work order that the litter/base interface end plate cracked and the litter cannot support the patient. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.